Event description:
Procedure type: colorectal. According to the reporter: after cutting the tissue with the stapler, the stapler got stuck. The surgeon pulled it off. The scrub nurse and circulating nurse observed that the blade was bent and the black stopper was missing. It was reported to surgeon. An xray was taken. There was no detection of the stopper.

Manufacturer narrative:
(B)(4).